Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during surgery on (B)(6) 2013, the drill bit broke. Reportedly there wasnt any impact on the procedure and the operation was completed successfully. The broken fragment was discarded of. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken drill bit was checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that too much mechanical force had been applied during the surgery. No product fault could be detected. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Considering all relevant findings the complaint condition is likely the result the drill bit breaking due to a mechanical overloading situation while use. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts.